Manufacturer narrative:
Initial trend analysis for lot 58084 was conducted, no malfunctions were found. This is the only complaint for lot 58084. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that when inserting the insulin syringe item number 831365 lot 58084 into the novolin insulin vial resistance against the insulin vial rubber stopper is being experienced. End user believes the insulin vial needle is dull because of this but does not know first hand due to the syringes being used on a cat.

Event description:
End user reports that when inserting the insulin syringe item number 831365 lot 58084 into the novolin insulin vial resistance against the insulin vial rubber stopper is being experienced. End user believes the insulin vial needle is dull because of this but does not know first hand due to the syringes being used on a cat.

Manufacturer narrative:
Based on testing of reserved lot 58084, the root cause is traced to the procedure of the insulin syringes in use with the medication vial. The proper procedure of piercing the vial stopper and decompressing the vial will decrease the resistance of the insulin cannulas. No abnormalities were found with the syringes.